Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that one day post implant, the battery voltage decreased and did not recover during testing and reprogramming. The battery measurement will be checked again at the patients next scheduled follow up visit.